Event description:
It was reported that on literature review "transoral endoscopic coblation tongue base surgery in obstructive sleep apnea: resection versus ablation", after a tongue base ablation or robo-cop technique procedure where an evac 70 coblation wand was used, 4 patients had a mild postoperative bleeding 10 days after surgery. The events were treated with anticoagulant medications and stopped conservatively. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4). Medical citation: bahgat a, bahgat y, alzahrani r, montevecchi f, cammaroto g, vicini c. Transoral endoscopic coblation tongue base surgery in obstructive sleep apnea: resection versus ablation. Orl j otorhinolaryngology relate spec. 2020;82(4):201-208. Doi: (B)(4). Epub 2020 may 6. Pmid: 32375151.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. In addition, the physician referenced in the abstract provided an analysis of all of the attached images. Therefore, no further interpretation of the attached images are required. No further medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.